Event description:
It was reported via repair work order that the head end brakes were not working due to damaged groove pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.